Manufacturer narrative:
Additional information was received indicating this lead remains in service without further complication. The patient had a ventricular fibrillation (vf) event with successful termination. It was reported the patient was recovering well and expected to be discharged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after implant, the patient implanted with this implantable defibrillation lead experienced chest pain. It was reported the patient also had a stent recently implanted. The cause of the chest pain was undetermined. A CT scan was performed which revealed a small pericardial effusion and a possible perforation. All lead diagnostics were good and stable. The patient was admitted for overnight monitoring and an echocardiogram was planned for the next day. No additional adverse patient effects were reported.